Event description:
It was reported that the mdu is working intermittently and is overheating. There were no reports of patient or operator injury due to the overheating, however previous reports have resulted in injury, which indicates that there is a potential for injury when overheating occurs.